Event description:
It was reported to boston scientific that a hurricane rx dilatation balloon was used during stone removal in the common bile duct performed (B)(6), 2010 on a female patient (B)(6). According to the complainant, during the procedure the balloon was inserted into the papilla and inflated. After inflation for 20 second, a notch was noted in the balloon then the balloon began to leak and subsequently deflated. Additional information received from the complainant confirmed the balloon did not burst however the balloon appeared to be deformed. The procedure was completed with this device. There were no patient complications reported as a result of the event. The patient's condition following the event was reported as good.

Manufacturer narrative:
(B)(4) (balloon deformed).although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a hurricane rx dilatation balloon was used during stone removal in the common bile duct performed (B)(6), 2010 on a female patient (B)(6). According to the complainant, during the procedure the balloon was inserted into the papilla and inflated. After inflation for 20 second, a notch was noted in the balloon then the balloon began to leak and subsequently deflated. Additional information received from the complainant confirmed the balloon did not burst however the balloon appeared to be deformed. The procedure was completed with this device. There were no patient complications reported as a result of the event. The patient's condition following the event was reported as good.

Manufacturer narrative:
Investigation results. A DHR review was performed and confirmed this device met all material, assembly and performance specifications. A review of the complaints database for lot 13176972 concluded there were no previous complaints reported for this lot and there were no adverse trends noted for this defect type. A visual examination of the returned device revealed the balloon portion of the device was torn longitudinally, indicating the balloon had burst which is contrary to what was originally reported. The reported defect that the balloon was deformed could not be confirmed as the balloon was torn and could not be inflated to verify its shape. There were no other defects noted anywhere on the device. The most probable root cause has been assigned as operational context; this failure occurs when procedural factors limit the performance of a device.